Event description:
It was reported that while the user was reconnecting to the pump after a prolonged disconnection during a recent hospitalization, the cgm displayed a low glucose reading of 66 mg/dl shortly after warm-up; the user had previously administered 14 units of external rapid-acting insulin while off the pump to correct hyperglycemia, and insulin delivery on the pump was subsequently resumed after a full supply change, with glucose trending upward after treatment with oral glucose tablets; the medical device problem and device component could not be characterized due to insufficient information. Symptoms included hypoglycemia without reported physical symptoms. Outcomes included the need for medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and component remained unconfirmed due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.